Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00561.

Event description:
It is reported the "new" pectus support bars have "sharper teeth" this year. When the surgeon compares the new bars to the older bars, she notices ridges of the older bars are less shallow than those of the newer bars. The surgeon advises that when she inserts the bars, they are "catching and tearing" on the pleural and intercostal muscle every time as well as the pre-pericardial sac some of the times. To prevent this, she makes an additional incision on the left side of the chest, inserts a camera, and uses forceps to grab the bar as it is inserted and guide the bar through to make sure it doesn't catch any tissue. This adds about ten minutes to her procedures. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report captures an issue that occurred during surgery, the part number involved in this event is unknown. Medwatch report 0001032347-2018-00640 was submitted to capture part number 01-3716 the surgeon reports was not used in surgery. The following sections were corrected: brand name corrected from pectus system 16" pectus support bar to lorenz pectus support bar. Catalog number corrected from 01-3716 to unknown. Unique identifier (UDI) # corrected from 00841036011062 to unknown. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00561-1.

Event description:
Upon follow up with the surgeon she reported "one case resulted in a venous bleeding; she does not consider this a big crisis/ big deal." She was unable to provide specific case information at this time. She stated she would send an e-mail with specific case information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no x-rays, scans, or physician reports being provided. There was one photo provided in which there are two bars being held side by side for comparison. It appears that the radii of the teeth on the right bar are larger but this is difficult to determine without the product in hand. The print was reviewed for any engineering change requests (ecrs), none of these affected the radius of the "teeth" or bar edges. Available lots of pectus bars in stock were pulled for evaluation. None of the lots pulled exhibited sharp teeth. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.